Event description:
It was reported that the pt was seen in the clinic in 2006, due to the child refusing to wear the speech processor over the past several weeks. The pt is non-verbal but her behaviour suggests that the sound is either too loud or painful. Testing revealed significantly higher impedance values for all electrodes than has been previously recorded. The audiologist was able to set a comfortable map which the pt would tolerate and showed auditory responses. The case has been discussed and it seems to bear some potential for re-implantation. The ground path impedance has risen to four times the previous value, indicating a problem with the reference electrode. The clinic has decided to monitor the pt. They have requested that the child return to the clinic in 3 months, with a tentative appointment set.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.